Event description:
As reported, the patient underwent left indirect inguinal hernia filling tension-free hernia repair and implanted with bard/davol perfix plug on (B)(6) 2022. As reported, about seven days later, on (B)(6) 2022, the patient's soft tissue of the incision was red, swollen with exudate. It was reported that subcutaneous fat liquefaction caused by the local foreign body reaction of the mesh. As reported, the wound recovered well after the patient treated with debridement and drainage, dressing change and antibiotics.

Manufacturer narrative:
As reported, post-implant of the perfix plug the patient experienced a local foreign body reaction at the site of incision. The patient¿s wound recovered with treatments. Based on the information available, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.